Manufacturer narrative:
The device was returned for analysis. Analysis of returned product revealed corrosion within the handle of the device that have caused a material degradation that leads to the breakage of the solder ball from the pull wire, making impossible the curve actuation; consequently, confirming the reported complaint. Functional inspection failed since there was no movement of the tip during thumb-slide actuation. Dimensional inspection failed since the curve was found out of specification due to there was no movement of the tip during thumb-slide actuation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter was broken. During a procedure with a polaris x, the catheter was broken when opened. A new catheter was opened to resolve the issue. No patient complications were reported.

Event description:
It was reported that the catheter was broken. During a procedure with a polaris x, the catheter was broken when opened. A new catheter was opened to resolve the issue. No patient complications were reported.